Manufacturer narrative:
Concomitant products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s stimulation had been fine before her husband began wearing an external cardiac ¿zoll life vest¿ a couple of weeks ago. After the vest, the patient¿s stimulation felt stronger when she was around her husband or lying in bed. When the patient was away from her husband the stimulation was fine. The patient and her husband were sleeping separately ¿for now.¿ three days later it was reported that the patient was receiving effective therapy.